Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The target lesion was located in a severely tortuous apical left anterior descending artery. The 15mm x 2.75mm apex monorail balloon catheter was selected for pre-dilitation and advanced to the target lesion. It was inflated once and ruptured at nominal pressure. The balloon was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).